Manufacturer narrative:
The insulin pump had multiple alarms in the history screen due to a corrupted history file. The insulin pump data could not be transferred due to the corrupted history file. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
It was reported that customer experienced a spanish software anomaly and has excessive cracks on insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.